Manufacturer narrative:
Exact date unknown, event occurred based on the explant date of (B)(6) 2021.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.